Event description:
This 69 year old female suffered an anoxic encephalopath in may of 1991 and had a gastrostomy tube placement at another medical facility. She was subsequently treated at this institution in the extended care center, the rehabilation center and the acute hospital. On 12/23/91 she was again admitted to this institution for treatment of focal seizures. The physician determined at this time that she had sufficiently recovered to permit removal of the gastrostomy tube. On 12/30/91 the gastroenterologist pulled up the gastrostomy tube cut it off to allow the internal fragment to pass through the gastrointestinal tract. The patient was discharged on 12/31/91. On 1/29/92 she was admitted to this institution through the emergency department. On 1/29/92 she underwent an exploratory laparotomy. The post operative diagnosis was multiple small bowel perforations secondary to a foreign body which was identified in the pathology report as "foreign body, probably portion of feeding gastrostomy base". The patient expired on 2/4/92invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: invalid data. The device was not destroyed/disposed of.